Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing; however, it was observed that the batteries had exceeded 500 patient cycles. This is an additional observation not related to the reported event, likely due to the batteries reaching the end of their useful life. The reported event could not be duplicated during bench testing; the batteries did not experience a power switching event and were able to adequately provide power to a test controller. Controller log files were not available for analysis. As a result, the reported power switching event could not be confirmed. A power source lubrication procedure had been performed on three batteries in accordance with the requirements under fsca cvg-18-q4-19 on 07-dec-2018. There is no evidence that the lubrication servicing was performed on one battery. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching event can be attributed, but not limited, to communication errors and/or momentary disconnections due to temporary corrosion of the controller-port/power-source pins. Additional products: d4:(B)(6) d10: yes, return date: 16-oct-2020 h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 133 d4: (B)(6) d10: yes, return date: 16-oct-2020 h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 133 d4: (B)(6) d10: yes, return date: 16-oct-2020 h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA method code(s): 10 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 133 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: heartware ventricular assist system: battery. Model #: 1650de; catalog #: 1650de; expiration date: 31-jan-2018; serial#: (B)(4); UDI #: (B)(4). Concomitant medical products/therapy dates? No. Mfg date: 31-jan-2017. Labeled for single use? No. (B)(4). Heartware ventricular assist system: battery. Model #: 1650de; catalog #: 1650de; expiration date: 31-jan-2018; serial#: (B)(4); UDI #:(B)(4). Concomitant medical products/therapy dates? No. Mfg date: 31-jan-2017. Labeled for single use? No. Heartware ventricular assist system: battery. Model #: 1650de; catalog #: 1650de; expiration date: 31-jan-2018; serial#: (B)(4); UDI #: (B)(4). Labeled for single use? No. Mfg date: 31-jan-2017. Labeled for single use? No. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four batteries exhibited power switching. All four batteries will be replaced. No patient complications have been reported as a result of this event.